Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Inspection of the soft cannula did not find it to be bent or kinked. A tear was observed on the internal portion of the soft cannula, resulting in an internal leak and subsequent corrosion. The observed cannula tear is independent of the reported event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a bent/kinked cannula. No treatment was reported.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Smartphone operating system: 26.2. Smartphone hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site, the pod's cannula was found bent. No treatment reported.